Manufacturer narrative:
Olympus technical assistance center (tac) support engineer called the customer to trouble shoot the device. The customer attempted the first scope with an error and tried the second scope and received an e216 error. The scope was cleaned, air dried, and the issue was resolved. Tac informed the customer to clean the socket using compressed air and to swap scopes before use. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be confirmed. However, it¿s likely the cause is related to contact failure of the electrical contacts. Olympus will continue to monitor field performance for this device.